Event description:
Same case as MFR# 2134265-2010-04315. It was reported that post a stenting treatment procedure, the patient experienced chest pain and underwent surgery. A 3.50x32mm taxus express2 stent along with a 3.00x16mm taxus express2 stent were implanted in an unspecified lesion in (B)(6) 2004. In (B)(6) 2006, the patient experienced chest pain that lasted 15 to 20 seconds. That same year the patient had "chest surgery". The patient's chest pain has become worse and is occurring daily. Additional information has been requested and is unavailable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)